Event description:
Unomedical reference number (B)(4). Event occurred in romania it was reported that patient faced infusion tape not sticking event on (B)(6) 2024. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: romania.